Event description:
In 2009, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm. The gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted. A gore excluder aaa endoprosthesis contralateral leg component was then introduced. Patient vessel lengths prevented the 30 cm long 18 fr sheath from reaching the contralateral gate. When the physician advanced the contralateral leg component it pushed the trunk-ipsilateral leg component proximally thereby covering the renal arteries. The patient was then converted to open repair. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instruction for use, considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair. Please note additional device implanted: pxc161000. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable. Or was not applicable.